Event description:
It was reported by customer that catheter sheered on bevel of needle, guidewire when fully extended is significantly bent. Another midline was used, delay in therapy. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.